Manufacturer narrative:
E: (B)(6).

Event description:
The service engineer (se) reported that the v60 ventilator failed the electrical safety test, as the power cord had higher resistance than permitted for the test. There was no patient involvement when the issue occurred. No user impact and/or harm was reported. While evaluating the device, the se reported that the power cord had a higher resistance than permitted for the electrical test. The se replaced the power cord. It was reported that tests were conducted, and the system meets the specifications for the service provided and is returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. If /when components are received, an evaluation will be conducted, and an additional report will be submitted.